Event description:
It was reported that the right ventricular (rv) lead was oversensing during the atrial tracking recovery (atr) depolarization phase. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead 2007 (B)(6).(B)(4)..